Event description:
Consumer was driving chair with the cage front riggings and was not wearing shoes and the foot bell off the cage then drove down a curb cut out, allegedly resulting in a broken toe and a ripped of nail.